Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 15dec2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (b0(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
Case #: 01066996 case subject: npi 8300 error 570.6200 account name: (B)(6) account #: 1845700 asset name: 8300 etco2 module n. America v9.33.0 asset location: contact: (B)(6) contact email: (B)(6) contact phone:(B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: caller has an 8300 module giving a 570.6200 error. Sn: (B)(6) failure device type: failure problem type: failure mode: case resolution: recommend to reset the harness plug to the oridion module. If that does not correct the issue, replace oridion module. Biomed will conduct repair and call back if any further assistance is needed.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 15dec2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 15dec2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The customer stated that there was no patient involvement.

Event description:
(B)(6). Case description: caller has an 8300 module giving a 570.6200 error. Sn: (B)(4). Case resolution: recommend to reset the harness plug to the oridion module. If that does not correct the issue, replace oridion module. Biomed will conduct repair and call back if any further assistance is needed.